Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the device was programmed for continuous + bolus delivery of oxynorm 4 mg/ml, with a 2mg continuous rate, a 4mg bolus dose, a 30 minutes bolus lockout, a 24 mg 4hr dose limit, a 400 mg container size and the delivery was started. After an unspecified length of time, the customer contact reported the programmed 24mg 4hr dose limit was reached; however the device continued to deliver. The customer contact reported the pt received ¿at least 6 bolus doses.¿ the device was removed from clinical service. It was unspecified if therapy was resumed using a replacement device. The customer contact reported to be asleep. No medical interventions were required. Though requested, no add¿l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.